Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 10/12/2020. Section h-3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half with pieces of the lens missing, which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to the patient complaining of unwanted visual images and the lens was not what the patient was expecting. The patient was unhappy with distance and near vision. The replacement lens was a different model and higher diopter. There was no patient injury and no additional medical or surgical intervention required. The patient is stable. No additional information was provided.